Manufacturer narrative:
Investigation conclusion: .a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information (lot number provided by the customer is not associated with this product) source: phone.

Event description:
Customer reporting what they feel is a false negative sars result. Customer is not symptomatic and no confirmation testing has been performed. They have been exposed to a positive covid close family member.